Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples run on the vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.

Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (patient 1= 0.510 and patient 2= 0.514 vs. Expected results < 0.012 ng/ml ) from two different patient samples processed on the vitros eciq immunodiagnostic system. The higher than expected patient results were reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the affected patient results and the customer retested the sample. Corrected reports were issued for both patients. There was no report of patient harm as a result of this event. (B)(4).